Manufacturer narrative:
Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. Per the instructions for use (IFU) a low flow alarm is triggered if average flow drops below the low flow alarm threshold and if a "low flow" alarm is active then the patient should be evaluated. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Driveline site infection a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that during the post-operative period following bivad implant procedure, this patient experienced low flows followed by ventricular tachycardia.  Echocardiogram results confirmed pleural effusion with chamber compression and evidence of hemodynamic compromise.  The patient returned to the operating room for subxiphoid drainage. Eight hundred milliliters (mls) were drained along with removal of two large clots.  The patient also received two units of packed red blood cells.  Pump flows subsequently improved and the patient was extubated next day.  He returned to the normal ward on (B)(6) 2016 but then readmitted to ICU with another tamponade and ventricular tachycardia induced suction event on (B)(6) 2016. It was confirmed on echo that the patient had a large echodense pericardial collection noted anterior to the right ventricle measuring 5.1 cm with significant rv chamber compression consistent with tamponade physiology. The patient was returned to the theatre where 400ml blood stained fluid and a large clot were evacuated. There was continuous ooze from the inflow cannula through pores of graft. A decision was made to leave sternum open to prevent recurrence of tamponade. The patient continued to bleed so the patient was reopened in the ICU and a washout was performed and new clot was found.  The sternum was closed on (B)(6) 2016. The patient was extubated on (B)(6) 2016 and urgently listed on (B)(6) 2016. The patient was transplanted on (B)(6) 2016. The medical team does not believe these events were device-related.

Manufacturer narrative:
The hvad pumps ((B)(4)) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported "low flow" event was confirmed via review of the controller log files which revealed several low flow alarms on pump ((B)(4)) since (B)(6) 2016 and one low flow alarm on pump ((B)(4)) on (B)(6) 2016. Information received indicated that multiple clots were removed during treatment in the hospital. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Of note, the medical team did not believe that the event was device related. Based on available information, the most probable root cause of the reported event may be attributed to the clots found during treatment as mentioned in the event details. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. (Pump - (B)(4)) method: actual device not evaluated; manufacturing review; analysis of data log(s); result: no failure detected. Conclusion: device not returned; known inherent risk of procedure.